Manufacturer narrative:
A review of the complaint data showed that this is the first complaint recorded. Not returned.

Event description:
Complaint regarding one (B)(4) spinning spiros, lot# is unknown. Report states; pharmacy dispensed large volume methotrexate with spiros to nursing. When nursing opened the bag, the spiros was disconnected from the line. There was no adverse clinician/patient consequences reported.